Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked from the part between the funnel and the shaft a few hours after the placement.

Event description:
It was reported that water leaked from the part between the funnel and the shaft a few hours after the placement.

Manufacturer narrative:
The reported event was confirmed. One sample was confirmed to exhibit the reported failure. Visual evaluation of the returned sample noted one opened (without original package) used two way silicone foley catheter was received. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percent aqueous methylene blue per 100 ml distilled water) and solution immediately leaked from a 0.012 inch pinhole in the inflation lumen located 0.4350 inches from the bifurcation. A potential root cause for this failure mode could be due to inserts with edges (operator hits the tube against the bottom insert when removing the piece from the mold). The device did not meet the specifications. The product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. " correction: f. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.